Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her insulin pump started vibrating with an alarm that she could not identify. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the unknown alarm. The alarm history was reviewed and the customer received a watchdog timeout alarm, a signal too low alarm, and an unexpected restart alarm. Additionally, the customer stated that the screen has gone blank while trying to access the basal review multiple times before they were able to access it during troubleshooting. The customer was advised to call back for further troubleshooting. No products were shipped or returned.